Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 63 mg/dl and 102 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has test strips, and lot number was not available. Replacement was sent.